Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The failure analysis investigations confirmed the customer's reported complaint. The medium-large clip applier instrument was found with one grip bent. The damage was found near the base of the clip groove, causing an offset at the tips. Consequently, the clip could not be correctly loaded onto the grips. The complaint was confirmed based on failure analysis.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier does not close, and the tips do not line up. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information. The incident occurred on the second attempt prior to clip application while the instrument was inserted into the patient. The type of clip was a medium-large green hem-o-lok. The vessel or tissue bundle was not greater than the specified diameter suggested. The surgeon used a backup instrument.